Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose value was 223mg/dl. Customer previously called to report power error detected. Customer stated that they were able to successfully clear the alarm and complete pump rewind. Power error detected recurred within a week of troubleshooting of previous occurrence. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.